Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed for the o2 cell calibration. This occurrence was noticed during the pre-operational check as o2 cell calibration is standard part of the pre-operational checks. A continuous alarm was observable both visually (message alerts) and through hearing. O2 cell calibration fails. The device log files (service log, error log, event log) were provided to hamilton. This malfunctioning was reproducible. There is no patient involvement reported as o2 cell calibration gets performed before usage as part of the pre-operational check. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed for the o2 cell calibration. This occurrence was noticed during the pre-operational check as o2 cell calibration is standard part of the pre-operational checks. A continuous alarm was observable both visually (message alerts) and through hearing. O2 cell calibration fails. The device log files (service log, error log, event log) were provided to hamilton. This malfunctioning was reproducible. There is no patient involvement reported as o2 cell calibration gets performed before usage as part of the pre-operational check. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.